Event description:
It was reported that a (B)(6) female who underwent a breast augmentation primary with a mentor smooth round moderate plus profile, 550cc saline breast implant experienced right-sided implant extrusion, and implant fluid collection post procedure. The office visit and MRI examination confirmed the issue. The health care professional reported that the patient stated that she noticed a small bubble of fluid at the bottom of the implant, they had her come in to put in a drain, remove some fluid to relieve pressure, and do a wash out, she ended up contacting the hcp again that incision had opened and implant was exposed so they had to remove the implant without replacement on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Non conformances were identified during the mre and that the issue will be handled through mentor's quality system reason for device explant and/or reoperation: local reaction, device extrusion. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Non conformances were identified during the mre and that the issue will be handled through mentor's quality system reason for device explant and/or reoperation: local reaction, device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent a breast augmentation primary with a mentor smooth round moderate plus profile, 550cc saline breast implant experienced right-sided implant extrusion, and implant fluid collection post procedure. The office visit and MRI examination confirmed the issue. The health care professional reported that the patient stated that she noticed a small bubble of fluid at the bottom of the implant, they had her come in to put in a drain, remove some fluid to relieve pressure, and do a wash out, she ended up contacting the hcp again that incision had opened and implant was exposed so they had to remove the implant without replacement on (B)(6) 2021.